Manufacturer narrative:
This report is being submitted in response to an additional information request letter received from the FDA by biomet orthopedics.

Manufacturer narrative:
Expiry date - unknown, as the appropriate product identification necessary to review manufacturing history was not provided. Manufacture date - unknown, as the appropriate product identification necessary to review manufacturing history was not provided. (B)(4).

Event description:
It was discovered during a total knee arthroplasty procedure performed on (B)(6) 2011 that the label for the patella incorrectly indicates it is compatible with the agc knee system. The surgeon successfully implanted the patella as it was being used with a compatible knee system. There was no injury to the patient or delay to the procedure as a result.